Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. There were 5 non-sustained tachycardia episodes with v-v intervals <(><<)> 200 milliseconds from (B)(6) 2016. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for lead impedance and ventricular sensing integrity counter (sic). Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 381 ohms through (B)(6) 2015 and rose to an average of 856 starting (B)(6) 2015. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 329 ventricular sic since the last session 35 days ago.

Event description:
It was reported that a lead integrity alert (lia) repetitively triggered due to sensing issues, artifacts in high rate non-sustained tachycardia episodes and high sensing integrity counter (sic). It was noted that there was a possible fracture and maybe a connection issue with the right ventricular (rv) lead. It was also reported that there was a suspected connection issue with the implantable cardioverter defibrillator (ICD). It was noted that provoking oversensing on the rv was negative for rv tip/rv ring as well as for rv tip/rv coil. The device was reprogrammed to integrated bipolar sensing to confirm a ring-conductor issue only. It was noted that a revision procedure would be discussed. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.